Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 136mg/dl, 78mg/dl, 300mg/dl, 74mg/dl. Tests were done within 11-20 minutes with a difference of 75%. Patient did not experience any adverse events. No further information has been reported. Note - tests strips have been open for more than 4 months.